Manufacturer narrative:
Device passed displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, self, and displacement accuracy tests. No under or over delivery anomalies were noted during testing. In addition to this, device data was successfully uploaded on to carelink. No upload or download anomalies or delays in uploading or downloading were noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call low blood glucose levels and possible under delivery of insulin. Customer's blood glucose level was 50 mg/dl. Troubleshooting was performed. Customer was kicked out of auto mode which resulted in low blood glucose levels and they did not treat their low blood glucose levels. Customer alleged the insulin pump continued to deliver insulin even though they had low blood glucose levels. The insulin pump will be returned for analysis.